Manufacturer narrative:
Decision was made to recall based on a supplier issue that was determined as part of an internal investigation. Reference 1825034-2013-009r.

Event description:
It was reported patient underwent an initial carpal tunnel release on an unknown date. During the procedure it was reported the blades were binding with the instruments.